Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial report, it was inadvertently reported the issue was found at a 3 day post op exam, however, the issue was found at a 1 day post op exam. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a superiorly displaced flap on the left eye (os) at the 3-day post-operative exam. The surgery center indicated the patient had commented on how left eye was very painful and was not being able to open the eye fully. The left eye was treated with paracaine for pain control and a bandage contact lens (bcl) was placed. In addition, a flap and rinse was performed. There was no loss of best corrected visual acuity (bcva) bcva from (B)(6) 2017: right eye pre-op 20/20 -1.25 x -1.25 x 80, left eye pre-op 20/20 -1.50 x -.50 x 86. On (B)(6) 2017 patient sent immediately to see dka, still being managed.